Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the 31468823l finished device, and no internal actions related to the reported complaint condition were identified. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with that with qdot micro, the patient experienced heart block recovering after pacing from the ventricle. During the procedure, a heart block was noticed. The physician noticed there was no atrial to ventricular conduction, and heart block was confirmed on electrocardiogram (EKG). After the injury was noticed, they started pacing from the ventricle, and the patient recovered. A qdot micro catheter, ez steer navigational catheter, and a his bundle catheter were used during the procedure. The physician believes the heart block was caused by manipulation of the catheter. Additional information was received on 07-apr-2025. The adverse event was discovered post use of biosense webster products while moving the his bundle catheter. The outcome of the adverse event was fully recovered (no residual effects). Additional information was received 15-apr-2025. The information received indicated that neither catheter (ez steer navigational catheter or qdot micro) were used to record the his.